Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer was made aware.

Event description:
It was reported that the ipg would not take a charge and would no longer connect or communicate with the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded by the medical facility.